Event description:
Additional information received noted the patient presented remotely via merlin.net. The implantable cardioverter defibrillator oversensed noise. Programming changes were implemented. The patient was in stable condition.

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator that exhibited a noise problem. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.